Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer resolved issue by replacing pump supplies. Customers blood glucose was 310 mg/dl.